Manufacturer narrative:
Submit date: 27-apr-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states the unit shuts off when it is unplugged during testing. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of shutting off on its own. The unit was triaged and the reported issue was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.